Event description:
Diasorin molecular llc received a complaint alleging false positive results on one patient sample with the simplexa covid-19 direct assay, but was confirmed negative on competitor assays (cobas 6800 and cepheid genexpert). Although the positive results were reported to a clinician, the customer confirmed the diagnosis and treatment was not impacted by the false result. No alleged harm occurred. Patient health information and sample collection method was not provided.

Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results on one patient sample with the simplexa covid-19 direct assay, but was confirmed negative on competitor assays (cobas 6800 and cepheid genexpert). Run anlysis of the simplexa results are as follows: on (B)(6) 2021, wedge 1, sample ID (B)(6): s gene (23.4) orf1ab (24.1). The suspected false positive was obtained on the initial run of a full 8-sample disc. This sample was repeated on competitor assays cobas 6800 and the cepheid genexpert that resulted negative. It is known the target of the roche cobas (orf1ab, e) and genexpert (e gene, n2) are different than the simplexa assay (s gene, orf1ab). Both competitor assays also use extraction on the sample while the simplexa assay does not. The customer was instructed to perform environmental swab testing and confirmed environmental contamination on several surfaces of the instrument, centrifuges, computers, door handles, and biosafety cabinets/hoods with very strong positives for covid (cts less than 20 flagged with ec515 errors). Retains of the disc lot 13724n were tested on 12/3/21 and no leaks were detected. It is not known at this time what caused the environmental contamination, but it does not appear reagent or disc related. It is possible the confirmed environmental contamination is contributing to the suspected false positives. The customer's device and suspected false positive samples were not provided for investigation. Batch record review showed the critical component, reaction mix mol4151 lot# x12545n, met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing. Potential causes for false positive results may be an instrument failure or error, an operator error, incorrect handling of reagents during testing or storage, or deviation from assay procedures outlined in the package insert. Without the customer's device or suspected false positive samples, it is not possible to determine a definitive root cause at this time. This is the 2nd complaint on mol4150 lot# x13657n for suspected false positives at this site.